Event description:
Patient with left ventricular assist device (lvad) therapy x 6 months presents with first post lvad gi bleeding episode. International normalized ratio (inr) 3.3 on admission. Five units blood transfused. Gi workup was negative. Patient tolerated heparin bridge to coumadin. Aspirin was discontinued after this bleed.